Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Same case as 2134265-2018-62834. It was reported arrhythmia, st elevation, cardiac arrest, tamponade, and perforation occurred. An intellamap orion mapping catheter and an intellanav mifi oi were selected for use during a pulmonary vein isolation (pvi) re-do procedure. While mapping in the left atrium with the orion in a steerable sheath, the physician detected abnormalities in the patient's blood pressure. Mapping was discontinued and the patient was monitored for approximately 20 minutes. An ultrasound was used to determine whether a pericardial puncture had occurred; the ultrasound revealed a small abnormality. The patient was in stable condition and a decision was made to end the procedure. No ablation took place. Within 10 minutes of removing all catheters and sheaths, the patient displayed alarming changes in heart rate, rhythm, and blood pressure. An st elevation occurred and emergency personnel were contacted. A moment later, the patient's heart stopped. The patient was successfully reanimated, cardiac tamponade was detected, a pericardiocentesis was performed, and the patient was in stable sinus rhythm approximately 30 minutes to 1 hour after the st elevation first occurred. The patient was in stable condition at the last update, approximately 4 hours after the procedure ended. It was unclear how the tamponade occurred. The only unusual aspect of this routine procedure was that the mapping catheter was briefly placed in the appendage in an undeployed state. The physician suspected that this may have caused a pericardial puncture and subsequent tamponade. The physician did not report feeling any resistance during the case.